Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the krr100, infinity retro-reamer, 10mm device was being used during an acl reconstruction procedure on 04mar24, and ¿the blade is broken in several pieces as soon as the milling started in the femoral tunnel¿. Follow-up assessment found that "the drill broke as soon as it touched the bone during retrograde drilling". Three fragments fell into the surgical site and "he retrieved 2 fragments with standard grasper and one with shaver suction. The surgery was completed normally, but the surgeon had to change his technique (switched from anteromedial to transtibial)". It was confirmed that "the surgery has been performed all arthroscopically". The procedure was completed with a delay of 10 minutes and without the use of an alternate device. There was no injury and no medical/surgical intervention or extended hospitalization required for the patient/user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the krr100, infinity retro-reamer, 10mm device was being used during an acl reconstruction procedure on 04mar24, and ¿the blade is broken in several pieces as soon as the milling started in the femoral tunnel¿. Follow-up assessment found that "the drill broke as soon as it touched the bone during retrograde drilling". Three fragments fell into the surgical site and "he retrieved 2 fragments with standard grasper and one with shaver suction. The surgery was completed normally, but the surgeon had to change his technique (switched from anteromedial to transtibial)". It was confirmed that "the surgery has been performed all arthroscopically". The procedure was completed with a delay of 10 minutes and without the use of an alternate device. There was no injury and no medical/surgical intervention or extended hospitalization required for the patient/user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 13 reports, regarding 14 devices, for this device family and failure mode. During this same time frame 8,643 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised the following: do not use excessive force on instruments to avoid damage or breakage during use. Do not use instruments to pry, as bending or breakage may occur. Exercise care in the use of the handpiece holding the reamer to minimize side or bending loads to the reamer which may cause reamer breakage and/or oversized tunnels. We will continue to monitor for trends through the complaint system to assure patient safety.